Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿the suture went through the barbs¿? Did the barbs not hold intra-operatively? How was the procedure completed? Was the procedure completed successfully?

Event description:
It was reported that the patient underwent a laparoscopic hernia repair on (B)(6) 2017 and barbed suture was used. It was reported that the barbs didn't hold. There were no patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by ¿the suture went through the barbs¿? Did the barbs not hold intra-operatively?yes how was the procedure completed? Unknown was the procedure completed successfully? Yes. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. An unopened sample was returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle was as expected. The suture was inspected along of the strand and no defects were found. However, ten barbs were randomly measured and all barbs were too shallow of the minimal depth, resulting in a smaller barb. Per the sample condition, the evaluation found the barb depth is out of specification.